Event description:
It was reported that this patient exhibited seizures and a stroke one month after receiving the pacemaker implant procedure. The patient was prescribed anti-epileptic and anticonvulsant medications and examined by a neurologist. The patient still experienced dizziness, lightheadedness, chest pain, headaches and shortness of breath. The patient also reported having blackout spells and seizure-like convulsions. Subsequently this pacemaker was explanted. This device has not been received for analysis. No adverse patient effects were reported.